Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm and 2.75mm x 12mm nc emerge balloon catheters were advanced for dilatation separately. However, during inflation the balloons ruptured. These devices were completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.